Manufacturer narrative:
(B)(4).

Event description:
The complaint states that the patient experienced receiving an initializing screen without manual restart. No product or data was provided for investigation. Problem could not be confirmed and root cause could not be determined.